Event description:
It was reported that all of a sudden the patient started feeling terrible pain 5 days prior to the report. It was unknown if this was a new pain or if it was related to the device therapy. It was stated it was not a new pain. It was a 'horrendous sciatica' and that was what she got the stimulator for. The stimulation stopped taking care of her pain. The patient was scheduled for an appointment with health care professional (hcp) three days after the report regarding the pain. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).